Manufacturer narrative:
The insulin pump was received with unresponsive buttons and a button error alarm due to corroded keypad traces. There was no moisture damage found on the electronic assembly or motor. The pump had a cracked display window corner, a scratched lcd window, and a broken belt clip slot at the battery tube threads area. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer was trying to program a bolus when she noticed the numbers ramping on their own. Customer was unable to clear the alarm. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.